Event description:
A report was received that the patient had a small surface abscess at the midline incision site. The physician believed that the abscess was caused by the sutures. The patient was administered with oral antibiotics, and the infection was resolved.